Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. Reportedly, on (B)(6) 2024 the customer went to the hospital and was subsequently admitted into the intensive care unit (ICU) with a blood glucose level of over 600 mg/dl and diabetic ketoacidosis. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and the customer was released on (B)(6) 2024. Customer declined further troubleshooting from tandem technical support. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.